Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual product received. The blood is a darker red color confirming that it did not properly separate as intended; therefore, the complaint is confirmed. Device history record (DHR) review was performed with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the operation, the ppp (platelet poor plasma) and prp (platelet rich plasma) did not separate as intended in the device. Subsequently, another kit was used to complete the procedure. No patient consequences were reported as a result of the malfunction.